Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of (B)(6) year old female pt notified zoll customer support that the pt was treated while with emt personnel. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of three shocks. Svt at 140 to 149 bpm with signal noise contributed to the first false detections. The response buttons were pressed briefly after the second treatment but not immediately prior to the third treatment. The pt went to the hospital following the treatment. The pt did not continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 12/2013 - initial use; electrode belt sn (B)(4): 06/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.